Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient twiddled their device, and this contributed to high outputs and lead dislodgment. The device longevity was reduced to the high outputs, and it was unknown how much longevity would recover after the lead replacement. The device was electively replaced during the lead revision, and there was no allegation against the device longevity. No additional adverse patient effects were reported.